Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that six days post implant the patient received inappropriate shock therapy. An x-ray was done and concluded the right ventricular (rv) lead had dislodged into the atrium. The lead was repositioned with good sensing and pacing values. No further adverse patient effects were reported.